Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2023. Additional testing with flowflex was performed on (B)(6) 2023 date and generated a positive result. The customer confirmed there was no death or serious injury based on the test result. No additional information was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 218812 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 218812 and device part number 195-430h / lot 215932. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 218812 showed that the complaint rate is 0.000639%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Device discarded; single-use device.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2023. Additional testing with flowflex was performed on (B)(6) 2023 date and generated a positive result. The customer confirmed there was no death or serious injury based on the test result. No additional information was provided.